Event description:
Zantac drip started at 1030 am with pump set to deliver 6 cc/hr. By 11:30 am, pump alarmed and showed message "help, internal malfunction." Rptr noticed fluid level in bag indicated pt received approx 25 cc of the solution in one hour instead of only 6cc. Pt without complaints, vital signs stable. Dr notified.